Manufacturer narrative:
Date of initial report: 02/13/2009. The hospital has indicated that the generator will not be returned for us to inspect. If the sample is received or if additional information pertinent to the incident is obtained, a follow-up report will be submitted.

Event description:
The report stated that upon completion of a radio frequency ablation procedure at one electrode entry point, the doctor tried the next ablation on the pt with the electrode at another entry point. However, hhh (indicating a temperature above 99 c) was displayed on the generator. The electrode was replaced, but the generator still showed hhh. The procedure was aborted.